Manufacturer narrative:
Concomitant medical products: 407658 non-defib lead, implanted on (B)(6) 2006. Dtpb2d1 bi-ventricular defibrillator, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing intermittent undersensing of p waves during atrial fibrillation. The ra lead remains in use. No patient complications have been reported as a result of this event.